Manufacturer narrative:
(B)(4) .

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo a pocket revision procedure.